Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient experienced increased pain on the right side of back. The cause of the event ws unknown. The patient was reprogrammed on (B)(6) 2013 and got good stimulation/pain relief.

Event description:
It was reported 2 weeks ago, that the patient worked too much outside and every ¿joint in her back was swollen.¿ it was stated that the probe (interpreted as lead) shifted a tab bit. It was added that when the patient sat, she felt ¿intense motions¿ on the right side of her back. It was also stated that while walking, the patient could not feel stimulation on programs 1 and 2, even after increasing amplitude to over 2 volts. It was noted that the manufacturer representative recently turned off programs 3 and 4. It was also reported that the patient could not adjust stimulation. It was stated that there was a ¿call your doctor¿ icon and an o ut-of-regulation (oor) condition. It was also stated that the oor was first seen yesterday. The patient reportedly went to see her healthcare provider (hcp) today and was told to call the manufacturer. It was noted that the patient no longer had a managing hcp.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information reported that "it would take like about 15 minutes for me to be able to turn the stimulator on or turn it off." It was noted that this happened within the two weeks when the patient was swollen.